Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite attempting to charge with multiple wall adapters, usb cables, and wall outlets. There was no adverse impact to the customer's blood glucose level. Reportedly, the alert cleared and the pump successfully began charging after the customer continued to charge the pump.